Event description:
The report from the artsii study indicated that approximately twenty (20) months after the index procedure, the patient had silent ischemia and a positive treadmill stress test - adverse event #1 (ae#1). Coronary angiography revealed a 95% in-stent-restenosis (isr) of the previously implanted cypher stents, a patent stent in the left anterior descending (lad), and no additional lesions. The restenosis was treated by re-ptca (percutaneous transluminal coronary angioplasty) only. The maximum pressure used was 14 atms and a total of 160 cc of contrast was used. The patient was discharged two (2) days after the index procedure. Ae#2: twenty-seven (27) months after the index procedure, the patient had silent ischemia documented by scintigraphy and a positive stress test. Coronary angiography revealed a 70% isr in the previously implanted stents in the rca, a patient lad stent and no additional lesions. An elective re-ptca was done and implantation of two (2) additional stents (a taxus 2.5 x 24 mm and a cypher 3.0 x 18 mm) in the mid-distal right coronary artery (rca). The maximum pressure used was 24 atm and 230 cc of contrast was used. The patient was discharged the next day.

Manufacturer narrative:
Index procedure: the patient was admitted to the hospital, screened for the study and had the index pressure the following day. A total of three (3) cypher stents were implanted successfully in the mid rca target lesion at twelve (12) atm: a 2.5 x 23 mm, a 2.5 x 13 mm, and a 2.5 x 18 mm. An additional cypher 3.0 x 28 mm stent was implanted in the proximal lad successfully at 12 atm. The patient was discharged the next day. Please note that device is distributed outside the united states; however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2006-01119, # 9616099-2006-01121, and # 9616099-2006-01122.